Event description:
It was reported that the system would not complete boot up. No patient was reported.

Manufacturer narrative:
A ge representative evaluated the system and recommended the hard drive be replaced, but no conclusion can be drawn as further repair information is not available.